Manufacturer narrative:
(B)(4). Pending evaluation results.

Event description:
Customer complaint of high blood glucose test results. Expected non-fasting blood glucose test result range is 125 to 200 mg/dl. Customer feels well and observed no symptoms. Medical intervention as a result of meter's results is not required at the time of the call on (B)(6) 2015. Storage of product not verified. Test strip lot manufacturer's expiration date is 05/31/2017 and open vial date is not verified. Recall test results performed from meter memory: 188mg/dl. (B)(6) 2015, 07:06 pm, fasting: yes; 248mg/dl. (B)(6) 2015, 01:46 pm, fasting: no; 264mg/dl. (B)(6) 2015, 11:06 pm, fasting: yes; 260mg/dl. (B)(6) 2015, 02:56 pm, fasting: yes; 276mg/dl. (B)(6) 2015, 02:57 pm, fasting: yes. Adverse event not reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate referenceinvestigation completed and product evaluated with no defects found. Additional product codes added.

Event description:
Consumer complaint of high blood glucose test results. Expected non-fasting blood glucose test result range is 125 to 200 mg/dl. Customer feels well and observed no symptoms. Medical intervention as a result of meter's results is not required at the time of the call on (B)(6) 2015. Storage of product not verified. Test strip lot manufacturer's expiration date is 05/31/2017 and open vial date is not verified. (B)(6). Adverse event not reported.